Event description:
The bipap a30 ventilator was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During the evaluation of the device, the device was visually inspected there was evidence of foam degradation visualized in the device. The device will be included in 2021-05-a. Review of the device error log revealed a ventilator inoperative error code indicating the blower pressure sensor supply voltage was outside of its valid range of 4.75v to 5.25v and would require replacement of the printed circuit board assembly to address the issue. The device will be included in the fsn 2023-cc-src-039. No repairs were completed; the device was processed as scrap.